Event description:
It was reported that pump experienced malfunction with code malf 16 after customer had an MRI while pump was in another room. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged shipment of replacement pump.